Event description:
Started ureteroscopy procedure. Settings 15hz, 2j, 30w. Lasered 1:06 minutes. Fiber broke where the tip meets the blue port. The doctor was able to basket out broken tip. The doctor basketed out rest of stone. No untoward patient effects. Signs of burning, fiber wasn't bent weird or mishandled. Nothing was ever sat on it.